Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a 39-year-old male patient, the device failed for high impedance and did not detect the attached electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned for evaluation. The device log from the event was returned and evaluated. Review of the data indicated the device recorded multiple pads off and pads on messages at the start of the event, indicating poor coupling. The lid is closed and opened twice, likely as troubleshooting. The first instance of analysis start is then recorded and the device records no shock advised. The log indicated the device did not detect patient impedance due to poor coupling at the start of the event, interrupting the device attempt to analyze. Once good coupling is achieved, the device is able to analyze and give a prompt. Based on our review of the data we have concluded that the analysis program results were correct for the specific analyses in question and that there was no indication of a malfunction with the device. It's also worth mentioning the device was used not as intended. The device was used on a conscious patient, breathing, and with a pulse. No trend is associated with reports of this type.